Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are outgoing functional test and 2-hourly in-process functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.

Event description:
The needle safety guard did not activate. That is, after the injection, the tip of the needle was exposed and the protection remained attached to the body of the needle, i.e. In its original position. It also seems that the needle was not completely in the blade, as it felt like the patient had such impossibly thick skin, when the needle did not want to go through the skin. However, cannulation succeeded and the cannula itself worked. During use. The needle safety guard did not activate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 18gx2.00in winged bc safety shield activation failure (catheter) the needle safety guard did not activate. That is, after the injection, the tip of the needle was exposed and the protection remained attached to the body of the needle, i.e. In its original position. It also seems that the needle was not completely in the blade, as it felt like the patient had such impossibly thick skin, when the needle did not want to go through the skin. However, cannulation succeeded and the cannula itself worked. During use. The needle safety guard did not activate.